Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda) with the first implanted clip (80212u171). It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. One clip (80212u171) was implanted on the anterior and septal leaflets, reducing the tr to 3-4. The second clip delivery system (cds) (80525u177) was advanced to the tricuspid valve; however the clip became caught in the chordae. The clip was inverted and retracted back to the atrium. A chordal rupture was observed. Additionally, the first clip had detached from the septal leaflet and remained attached to the anterior leaflet (slda). The tr increased to 4. The second clip was not implanted, and the cds was removed. No further clips were attempted and the procedure was aborted. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined in this incident. It should be noted that the mitraclip system instructions for use state the mitraclip system is intended for reconstruction of the insufficient mitral valve. The reported use error of the device being used in the tricuspid valve did not contribute to any of the reported issues and adverse event. The reported tricuspid regurgitation appears to be related to the slda. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.